Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm with open book image. Customer was just walking and error occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on 10/28/2021. Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace/history files using thus. A review of the downloaded trace and history files show multiple sequential critical error handling alarms pump error 63 alarms. On 1/15/2022 at 18:38 the pump alarmed pump error 63 (file number = 2005, line number = 9926, variableinfo = 15). Per r&d engineering, pump error 63 was generated due to the rf chip error. The rf circuit or u2 may have had an intermittent failure but was not detected during testing. The pump error 63 alarm during the self test and found in the history files is isolated to the rf circuit or u2 of the pcb 1. The pump was cut open for visual inspection. No damage or moisture damage was found on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay peeling, keypad overlay texture damage, missing display window cover, missing serial number label, missing end cap address label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book image) alarm and the pump error 63 alarms are confirmed, isolated to the rf circuit or u2 of the pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.